Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. This is a follow up report to a medwatch submitted under manufacture report number 9617229-2018-05869. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: white particles in the shell, creases fold and the weight the device within specification. A micro analysis was performed which identified: no other observation observed. The unit is not rupture. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.